Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00090, -00091, -00092, -00093, -00095.

Event description:
Allegedly, patient experienced failed right distal femur replacement due to breakage of a custom implant requiring conversion from expandable distal femoral endoprosthesis to a solid metal standard endoprosthesis.